Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. User also had reported that nbi function and high intensity mode of the device were not working when the front panel of the device flashed. Osmc guessed that the reported event was caused by the defect of the circuit board of the device due to aging. And omsc guessed that the buttons on the front panel did not work because the device detected an abnormality due to the defect of the circuit board, and nbi and high intensity mode could not be operated. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before a laparoscopic surgery, the front panel of the subject device flashed. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.